Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). (B)(4) confirmed the device damage reported. (B)(4) found that the bending rubber was tore around the distal end of the subject device, the image guide bundle and the light guide bundle were damaged, and the light transmission was too low. Also it was found that the internal metal parts were exposed as the user facility reported. Furthermore, two wires were broken in the ultrasound probe of the subject device. (B)(4) also found that the adhesion around the acoustic lens was peeled off. The exact cause of the event could not be concluded at this moment, however, to be pulled with excessive force during deflating a balloon, wiped the insertion unit with strong force, or remove the subject device forcibly from a tracheal tube while the bending section was angulated, could not be ruled out as a contributory factor of the event.

Event description:
Olympus was informed that the user facility found damage of the subject device during a procedure and the procedure was not completed. The bending rubber was tore around the distal end part and the internal metal parts were exposed. There were no parts remained in the patient and no report of patient injury associated with this event.